Manufacturer narrative:
(B)(4). The lot was manufactured from september 16, 2014-september 17, 2014. One unit was received for analysis. The unit was returned to the plant containing no fluid in its bladder. Visual inspection showed no signs of physical abnormality that could have caused the reported condition. A functional leak test was subsequently performed by manually filling the unit with green colored water. During and after fill, no evidence of a leak was found at the fillport or other parts of the unit. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking out of the fill port. This was found after compounding with an unknown drug. There was no patient involvement. No additional information is available.